Manufacturer narrative:
Per new information from our sales rep, he updated the software of the involved device in the field. The device is now functioning properly. Customer will no longer send in the device, and therefore no further evaluation/investigation can be conducted by the manufacturer of the device.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that, during an endoscopic procedure on (B)(6) 2023, an error code 400 showed up on the device. The pressure on the insufflator was jumping from 15mmhg to 27mmhg and back to 4mmhg. Customer stated that they were able to complete the procedure with the same device, and there was no patient injury. However the error caused a delay of the case for about 30 minutes.

Manufacturer narrative:
Per evaluation/investigation by the manufacturer site: the most probable root cause is user error because the ignorance of the warning message (error code 400) error code 400 indicates a restart within the next 4 hours. This means, that when the error code 400 appears, the unit runs for 20 hours uninterrupted and needs to be restarted. This event is filed under internal complaint ID (B)(4).